Event description:
Use of forceps indicated as mother unable to push effectively to deliver infant. Infant in birth canal & having decelerations with contractions. Infant was face up. Tucker mclean forceps inserted with difficulty, on first attempt forceps slipped, second attempt neonatal death resulted. The physician told family that he had fractured baby's skull with first attempt.